Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument and found an obstruction in cap piercer drain line #180. The fse removed the obstruction from drain line #180 to resolve the issue, no further leaking was observed. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a contained leak from the cap piercer onto the top of the sample tube racks on their unicel dxc 660i synchron access clinical system. The customer stated the cap piercer leaked on top of capped sample tubes and did not provide the volume of fluid leaked. The operator was wearing personal protective equipment which included lab coat and gloves. No injury or exposure was reported. No erroneous results were generated.